Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a fluoroscopy revealed this left ventricular (lv) lead dislodged and fell into the superior vena cava (svc). As result, the lead was extracted/replaced during a procedure scheduled to replace the implanted defibrillator due to normal battery depletion.

Manufacturer narrative:
The device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a fluoroscopy revealed this left ventricular (lv) lead dislodged and fell into the superior vena cava (svc). As result, the lead was extracted/replaced during a procedure scheduled to replace the implanted defibrillator due to normal battery depletion.